Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reloaded the cartridge to address issue and successfully resumed insulin therapy. There was no adverse impact to the customer's blood glucose level.